Manufacturer narrative:
This event is considered to be a duplicate and will be captured under MFR #: 2916596-2022-14361.

Event description:
Additional information revealed the patient did not have a history of driveline fatigue; the onset was (B)(6) 2022 as originally reported to abbott.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The event date has been estimated. It was reported that the patient had a history of suspected driveline fatigue.